Event description:
During the product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the battery damage was determined to be that the battery was expired. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.